Event description:
Discordant testosterone results were obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician. The sample was retested and the repeat result was reported to the physician. There is no report of patient adverse health consequences due to the discordant testosterone result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to analyze the instrument and instrument data. The fse determined that the cause for the discordant testosterone result was due to an obstruction in the aspirate probe 2 needle. The fse cleaned the wash station, replaced the needle and ran calibrations. The instrument is performing within specifications. Further evaluation of the device is not required.